Manufacturer narrative:
Per internal review on 13-dec-2021, it was determined that the previously reported a15204 (failure to advance) medical device problem code is not applicable to this case. That code was used to represent a stuck introducer. However, it has been determined that the event details more-so represents resistance with sheath. Resistance with sheath is not MDR-reportable. Per bwi's internal review, this event is not considered MDR-reportable. No further supplemental reports will be sent based on the available event information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The dilator was stuck in sheath. It was reported that the dilator of the vizigo sheath was extremely tight and would not advance into the sheath. The sheath was exchanged and the issue was resolved. The case continued. The reporter also stated the soundstar catheter displayed a sensor error (number unknown) on the carto 3 system. They disconnected and reconnected all cables and catheters in the proper sequence and the issue persisted. The catheter was exchanged and the issue was resolved, the case was completed. The carto 3 system is working per specs. Additional information from note (B)(4) received on 18-nov-2021: the resistance they were having with the sheath occurred when they were trying to put the dilator into the sheath and when they were trying to withdraw it from the sheath. There was not any physical damage on sheath/dilator. There were no occlusions when irrigating the sheath. The reporter is not sure if the sheath was narrowed, partially blocked or completely blocked. The dilator was not able to be moved through the sheath, it would get stuck. The dilator was stuck on the sheath. Resistance with sheath is MDR-reportable. Introducer stuck/slipped within the sheath is MDR-reportable.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).